Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The controller board was reseated and the connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system had a high current error message. No pt injury was reported.